Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: thorac cardiovasc surg. 2002; 50(2): 87-91. Doi: 10.17116/kardio201710331-37. [(B)(4)].

Event description:
It was reported via journal article title: prospective randomized trial to compare various sternal closure techniques after cardiac surgery. Author: e. P. Charchyan, a. B. Stepanenko, v. V. Khovrin, a. M. Kudryashov, n. A. Galeev, yu. Y. Belov. Citation: thorac cardiovasc surg. 2002; 50(2): 87-91. Doi: 10.17116/kardio201710331-37. The objectives of the study was to evaluate the early and mid-term outcomes of different sternal closure techniques after cardiac surgery. This prospective, single-blinded trial randomized 126 patients at the time of sternal closure to either wire cerclage (group 1; n-42; 25 men and 17 women; mean age: 58.0 ± 11.6; bmi: 12), nitinol clips fixation (group 2; n-42; 35 men and 7 women; mean age: 57.5 ± 11.1; bmi: 11), or cable-tie closure system (group 3; n-42; 33 men and 9 women; mean age: 60.1 ± 13.0; bmi: 22). During the surgical procedure, group 1 patients had sternal closure using steel wire number 6 (ethicon). In group 1, reported complication included superficial wound infection (n-4) and bleeding (n-3) which required re-sternotomy. It was concluded that sternal closure with cable-tie closure system and nitinol clips fixation resulted in significantly better sternal healing and quality of life compared with wire cerclage at 12 months after surgery. Nitinol clips fixation was fast technique and it resulted in fewer postoperative blood loss compared with wire cerclage but in cases when risk factors are presented it increased the rate of deep sternal infections.